Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl. Carbohydrates were consumed to treat bg. Reportedly, the customer alleged that the basal software did not suspend insulin delivery. System check was performed with tandem technical support and no issues were found. Customer declined to upload pump data logs so that tandem technical support could further confirm that the pump was performing as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.